Event description:
Customer reported receiving a high reading of 7.5 mmol/l on their blood glucose monitor. The reference reading of 4.1 mmol/l was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Only the test strips (lot 11637) were returned and tested. Investigation did not confirm the complaint and no new issues were observed. All results were within the range specification.